Manufacturer narrative:
The insulin pump was received with an unresponsive act button, due to flattened dome without a crease. No cosmetic damage was noted.

Event description:
The customer called and reported that a button on the insulin pump was stuck and not working correctly. Customer's blood glucose was 278 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.